Event description:
Pt had mediport inserted in 1998. Approx 2 yrs later, pt was to have insertion of chemotherapy but experienced extensive pain. Pt was taken to or for mediport removal & placement. When taken to or fluoroscopy was used & it was noted that the distal catheter was not seen. Fluoroscopy was advanced to the insert where the catheter fragment was seen in the rt ventricle. Later removed in cardiac cath lab using amplatz gooseneck snare & cutdown.